Event description:
A pt, who is using an innovo (insulin delivery system) together with a novofine 30g needle and novorapid (insulin aspart), experienced that the push button on the doser would not lock into place and as results the needle broke off into the pt. It has not been reported whether the needle remains in the skin and at this stage the pt has not had any medical intervention. No further info concerning the pt or the event is available. Additional info has been requested. Outcome has been reported as unk. The case is linked to MFR report # 9681821-2004-00024 (same pt, same event, first suspect device).